Event description:
On (B)(6) 2011, patient reported the infusion device is under delivering insulin and causing her blood glucose level to become elevated up to 400 mg/dl. Patient's normal blood glucose is 250 mg/dl. Patient stated she would change the infusion adapter, insulin cartridge, infusion set and conduct correction boluses. Patient reported her blood glucose level would not return to normal range. Patient stated she switched to her backup infusion device with the same basal rate and using new accessories and her blood glucose returned to normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.